Manufacturer narrative:
H6 - actual device was evaluated. Visual, photographic and mechanical testing was performed. Device met all specifications.

Event description:
Pt. Was able to walk short distances. Was at school and squat down and heard a "crack" in her right thigh. X-rays on 9/8/97 indicated fracture of the nail.